Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was found that the customer was not properly cleaning the device but the cause of the error could not be specified. The event can be prevented by following the instructions for use (IFU) which state: "chapter 7 cleaning, disinfection, and sterilization procedures: [warning]: all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the evis exera ii ultrasonic bronchofibervideoscope was being improperly reprocessed. The ess reported that the customer did not aspirate detergent, water, or air. The customer suctioned detergent through the instrument channel but did not suction water through the instrument channel during pre-cleaning. There was no associated patient infection reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The ess provided a reprocessing in-service to the facility on (B)(6) 2022. A supplemental report will be submitted if any additional information is provided by the user facility.